Event description:
Lead trends stable, with the exception of the lv impedance was > 3000, currently measures 342ohms (lv lead: implant date (B)(6) 2023). Lv lead revision on (B)(6) 2023 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).